Manufacturer narrative:
Batch review performed on 05 march 2021. Lot 115217: (B)(4) items manufactured and released on 28-march-2012. Expiration date: 2017-02-28. No anomalies found related to the problem to date, all items of the same lot have been already sold. No other similar events have been reported on this lot since 2017. Clinical evaluation performed by medical affairs director. 6 years after primary cementless tha the femoral stem gets loose, with evident signs of stress shielding. The pre-revision xray is not available and therefore no comment can be made as to the position or fit of the stem. We must therefore conclude that this is a case of aseptic loosening, a possible complication of total hip arthroplasty, described in literature, whose causes remain often undetermined.

Event description:
Revision surgery 6 years and 3 months after primary for stem mobilization and stress shielding. The surgeon revised successfully the stem, head and liner. The stem came out easily, the surgeon implanted an x-acta stem.